Manufacturer narrative:
The insulin pump was received with no up and down button response due to flattened up and down button dome switch. No moisture damage inside pump or button error alarm during testing. The pump was unable to perform prime test due to no up and down button response. The pump had missing segments partial display due to crack zebra connector on lcd. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer stated that he received a compromised force sensor system alarm and was not able to prime the pump. The customer stated that the pump was exposed to moisture in the past as it got caught in the rain sometimes. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.